Event description:
It was reported that a patient experienced frequent low blood glucose while using the ilet and requested to return the device; the patient reported a nadir of 56 mg/dl, followed by high glucose up to 280 mg/dl after treating the low, and elected to discontinue use. Symptoms included hypoglycemia without loss of consciousness and subsequent hyperglycemia without ketones or need for medical intervention. Outcomes included no hospitalization, no emergency treatment, and no reported injury. Investigation included review of reported glucose data and completion of troubleshooting and education with the patient. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.